Manufacturer narrative:
The product was not returned for analysis. The data logs do not pertain to the failure mode of a bleed. The root cause of the suspected retroperitoneal bleed can not be determined.

Event description:
A patient was admitted for an aortic valvuloplasty and had the impella cp placed for hemodynamic support. Upon placement of the cp the patient's previously placed intra-aortic balloon pump was shut off and the patient was sent to the ICU for monitoring. While admitted to the ICU the patient decompensated. The medical team attributed the decline to a possible retroperitoneal bleed. The bleed was thought to have occured from the impella access, but the team did not consult vascular surgery to diagnose nor treat the bleed. The patient later expired.